Manufacturer narrative:
(B)(4). Age or date of birth: year of birth: (B)(6). Implant date: implant year: 2017. Concomitant medical products: unk distal femoral component. Report source: foreign country: (B)(6). Reported event was confirmed by review of medical records received. Review of the available records identified the patient has a previous history of periprosthetic fracture. Subsequently, the patient experience fall and dislocated. After the fall, the patient has instability. Found loosening of the femoral component and joint effusion. The poly surface shows clear mechanical stress traces and replaced along with the femoral component. X-ray review stated periprosthetic lucencies surround the distal femoral component consistent with loosening. No detected acute hardware or bone fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02803.

Event description:
It was reported patient received an initial right knee implant. Subsequently, the patient experienced periprosthetic and implant fracture after kneeling on the knee and had a two stage revision approximately two years post implantation. The patient later experienced a fall at home with a subsequent dislocation, joint effusion and loosening. The patient had a poly and distal femoral revision approximately 8 months after the previous revision. Additional information on the reported event is unavailable.